Event description:
Customer reported patient developed bruising and tissue damage following a lithotripsy procedure. Injury consisted of a 2" perimiter of patechiae with a 5mm core area that was dug into the skin, with tissue damage and shearing of the skin. Customer also reported the patient was well coupled to the machine and nothing out of the ordinary noted during the procedure. Customer feels a malfunction of the patient table is the possible issue. Field service engineer (fse) dispatched to be on site (B)(4) 2014.

Manufacturer narrative:
Field service engineer (fse) dispatched. Per fse, issue resolved and system tested in accordance with manufacturers service manual. Healthtronics service management reviewing service results. Follow-up MDR will be submitted when final service review is complete. Several attempts made to get patient information and current condition.

Manufacturer narrative:
Per service management review, service and verifications completed by field service engineer could not determine a cause for the patient injury. Customer reported the patient was well coupled to the machine and nothing out of the ordinary was noted. The customer also reported feeling that a malfunction of the patient table is the possible issue. Investigation into the table movement issues found no evidence that findings would have adversely affected the equipment. Bruising is a known side effect of lithotripsy. Following the reported incident, there have been no further reports of injury from this system.